Event description:
Reporter indicated that his vns therapy programming handheld would freeze upon the interrogation of pt's pulse generators. Troubleshooting was unsuccessful in resolving the issue. The handheld and software were returned to manufacturer for product analysis. An analysis was performed on the returned products and no anomalies associated with the flashcard software or handheld were identified. As a result, no root cause for the reported complaint could be determined. This medwatch is being submitted late due to a change in manufacturer reporting procedures.